Event description:
Customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as values did not exceed 500 mg/dl or fall below 54 mg/dl. Technical support educated the customer on the issue and instructed them to uninstall and reinstall the mobile app, then monitor battery depletion to ensure it does not exceed 35% per day.